Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. Labeling review: a labeling review was performed and according to the ipp instruction for use document, patient problems is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. DHR review: review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Device technical analysis: as the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. Investigation conclusion: the cause of the patient problems was not established by physician, although patient problems is included in the labelling documentation for ipp device as an adverse event of implant surgical procedure of device and also: the risks, benefits, and potential adverse events of all available treatment options should be discussed with the patient and considered by the physician and patient when choosing a treatment option is included in the document, therefore a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the wife of the patient stated that his husband had his penile prosthesis implanted in (B)(6) 2020. The experience for the wife was uncomfortable due to the head of the penis was flabby. Therefore, the patient visited the urologist, a surgery was performed and it was confirmed that the device was working properly, the patient was able to inflate into the head of the penis fast forward. However, the patient and his wife are disappointed with the device because the patient lost inches and part of his manhood. The wife requested recommendations since the urologist stated that there is nothing else he can do.